Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the surgeon performed a revision surgery for the patient due to a osteolysis on (B) (6) 2010."